Manufacturer narrative:
The service rep found the problem to be the interconnect. Cable was not properly seated.

Event description:
Customer reports that error message 253 was displayed on system upon boot up for procedure. No patient injury was reported.